Manufacturer narrative:
The estimated lot number is 4040250.

Event description:
Information was received indicating that during use of a smiths medical cadd cassette reservoir, the customer noticed a no disposable, clamp tubing alarm. It was also noted that the tubing was found to be twisted and after straightening it out and changing to another pump, the situation was settled. It was also reported that per customer, the disposable was attached to a cadd pump, and the pump alarmed. However, after replacing the disposable with a new one, the issue was resolved. No patient consequences were reported. No adverse effects were reported.